Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's complaint was confirmed by checking the error during the self-test, and the reported issue rendered the device unusable. The cause was traced to a faulty main board, and the main board was replaced to address this issue. The device passed all testing following the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump triggered an alarm with the message "flash memory test.